Manufacturer narrative:
The analyzer serial number was not provided. The investigation determined that the elecsys hiv duo assay performed within specifications. The customer reported potential cross-reactivity issues in hiv antigen and anti-hiv 1/2 testing for convalescent plasma donors exposed to sars-cov-2. No definitive correlation between sars-cov-2 infection and false reactive results in the elecsys hiv duo assay could be established. The investigation was limited by the unavailability of sufficient patient samples and data to draw statistically significant conclusions. The customer also inquired about potential false positivity following covid-19 vaccination. No complaints or reliable data regarding this scenario have been received to date.

Event description:
The initial reporter alleged potential cross-reactivity issues with the hiv duo elecsys e2g 300 assay for convalescent plasma donors who had been exposed to sars-cov-2. The customer reported possible false reactive results in hiv antigen and anti-hiv 1/2 testing for these donors. They referenced two cases from their site and inquired whether similar cases had been reported by other customers. Additionally, they questioned whether false positivity could be a concern following covid-19 vaccination and whether the use of serum or plasma samples might mitigate potential cross-reactivity. The customer did not provide specific test results or additional details regarding the affected samples.